Event description:
Hcp reported the patient was complaining of increased pain. An interrogation of the system showed the battery was low. There was too much volume left in the reservoir. The pump was replaced. The patient is experiencing an improvement in pain control after the new pump was implanted. Patient is reported to be back to baseline.